Manufacturer narrative:
This report is being supplemented to provide the date received by manufacturer.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. For investigation. Therefore, a physical investigation of the device was not possible. While the cause of death is unknown, the physician stated that the shockwave c2 ivl catheter was not involved with the patient's death. No device malfunction was reported. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.

Event description:
A shockwave c2 intravascular lithotripsy (ivl) catheter was used during a percutaneous coronary intervention procedure to treat the patient's right coronary artery (rca). Following successful ivl treatment, a 5.0mm drug-eluding stent was placed and post dilated to 6.0mm with a non-complaint (nc) balloon. The patient went into cardiac arrest shortly after. Cardiopulmonary resuscitation (CPR) and impella device placement was performed. The patient had a return of spontaneous circulation (rosc) and was stable but subsequently expired. The physician stated that the shockwave c2 ivl catheter was not involved with the patient's death. No device malfunction was reported.